Event description:
Megadyne grounding pad connected to erbe machine prior to colonoscopy. The erbe machine did not register the grounding pad as connected. Grounding pad was removed from patient and a new device was applied to patient and again connected to erbe machine. The second pad applied was recognized by the erbe machine allowing procedure to continue. No patient harm. This was corrected prior to start of procedure. Serial number: (B)(6), lot number: 2201163.